Event description:
Hinge arm of brace snapped just below the hinge, making a 1/2" cut just below the pt's knee on the medial side.

Manufacturer narrative:
This brace was manufactured in 2007, when the hinge plates were still made of plastic. Due to repeated flexion/extension, the aluminum hinge arms tore through the nylatron washer and ground themselves into the plastic plate until they had reduced themselves to half their original thickness, leaving a perfect arc of wear. One of the arms finally failed all the way through, exposing a sharp edge. This is the oldest unloader one that we have received back in our history. A corrective action on this product, (aluminum hinge plate corrective action), implemented december 2007 corrected this issue. We need to verify cyclic field expectations thru accelerated lab testing. The age of the returned item makes for an ideal opportunity to validate the in-house testing is sufficiently representative/aggressive and may shed light on our recommended service/refurbish schedule. This product is still under investigation.